Manufacturer narrative:
Lifescan has requested the return of the subject product for evaluation, but has not yet received it. If the product is returned, lifescan will evaluate it and, if the product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging that the product had an unk error message, which was unresolved with troubleshooting. There were no allegations of harm or injury.